Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the bd perfusion¿ syringe was leaking before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd perfusion¿ syringe was leaking before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, the scale and logo of the syringe were observed missing; the syringe had not been marked. A device history record review found one annotation during the production of lot number 1802209. During the manufacturing process, a failure was detected in the plate which extends the ink onto the barrels. Upon detection of this failure, a new plate was installed by the mechanical team. During the replacement process, any syringes that were not rejected due to missing scale markings were a result of human error. Based on the preventive measures within the inspection plan process, we are certain that this is an isolated issue and reoccurrence is unlikely. Manufacturing personnel have been made aware of this incident. No further corrective actions are required.

Event description:
It was reported that the bd perfusion¿ syringe was leaking before use. There was no report of exposure, injury, or medical intervention noted.